Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer accidentally installed the incorrect unit of measurement and obtained very high readings. Pt performed a comparison test using a meter belonging to pt's diabetic nurse, type of meter unknown. Readings obtained were 170mg/dl from customer's meter and 9mmol/l on other meter. The diabetic nurse didn't realize what was wrong and sent pt home. The customer mistreated pt with insulin after obtaining a reading of 17mmol/l which was actually 170mg/dl.